Manufacturer narrative:
The device was not returned to epimed for eval.

Event description:
An epimed catheter was sheared by the introducer needle leaving approx 10 cm inside the pt. The pt did not show outward signs of discomfort. It was suggested to the physician that a neurosurgeon be consulted regarding the necessity to intervene to remove the remainder of the device.